Event description:
The patient was being implanted with an implantable ventricular assist device (ivad). It was reported by the surgeon that he had difficulty assembling the pump during implant, in that he was unable to completely screw down the outflow collet nut. The other three connections were not a problem. The surgeon tried using the same ivad on the right side, but had similar issues using a different cannula, which led him to believe that the issue was with the pump. A decision was made to leave the device in the patient, but a request was made to have the connections evaluated once the device was explanted.

Manufacturer narrative:
The patient remains on ivad support. No further information is available at this time.